Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 400 mg/dl and was addressed with correction boluses and changing out the infusion set. Tandem technical support was unable to perform a system check as the occlusions had occurred in the past and the pump supplies had been changed.